Event description:
Customer's mother reports back to back testing on the same meter while using the aviva system with results of: 161mg/dl, 19mg/dl, 159mg/dl and 17mg/dl. 142mg/dl and 11mg/dl. 119mg/dl, 61mg/dl, 137mg/dl and 30mg/dl. 164mg/dl and 18mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.